Event description:
A malfunction alarm was reported with malfunction code "malf 1," and the device was not resettable. There was no adverse impact to the customer¿s blood glucose level. The customer switched to multiple daily injections as a backup therapy, and tandem technical support sent a replacement pump. The customer received instructions on returning the problematic pump and acknowledged the procedures for using the replacement.